Event description:
It was reported that a malfunction occurred in a pump manufactured by tandem, identified by malfunction code 1. There was no information provided regarding any adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and after the malfunction persisted, arranged for a replacement. The customer will use multiple daily injections (mdi) as a backup therapy and was instructed on the return procedures for the faulty pump, including placing it in storage mode and returning it with a pre-paid label within ten days.